Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the tip on the healix br 3.4mm anchor device was cracked. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.h10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided.upon visual inspection of the photos, the anchor had a crack and was not in place. Also, the suture appeared to had biological debris.a manufacturing record evaluation was performed for the finished device lot number: 6l63687, and no nonconformances were identified.according with the visual inspection of the photo, this complaint can be confirmed. The photo do not provide enough evidence to determine root cause. The possible root cause can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl/tap or drill bit less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications.at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.